Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported having low bgs and the ambulance just left after checking her out. Low bg t/s per dop. Patient's bg is 54 . Patient has treated with glucose tablets. Patient has been experiencing low bgs for the past week. Current bg level is 177. Nothing further reported.